Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the site was able to use a secondary method by using the software.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The breakout box was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned break out box was dented and bent at the foot switch port. The port was also slightly twisted. Otherwise, the break out box was found to be fully functional when connected to a known good system returning green status for each port with a working foot switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733580r, serial/lot #: none. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the foot switch port in the break out box was malfunctioning. The manufacturer representative tried multiple foot switches without resolution. No patient was present at the time of the event.